Event description:
During the implant procedure of the pacemaker involved in this MDR report, intermittent pacing failure was observed. The lead was re-positioned and correct impedance and threshold were measured again. However, after reconnecting the pacemaker, complete pacing failure was observed. Therefore, the device was not finally implanted.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the us. The analysis is pending.